Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the pacing lead impedance was out of range when the lead was connected to the pacemaker. The physician used another device, and the issue was resolved. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.